Event description:
Healthcare professional reported a left side implant exchange due to patient concern with the product. Healthcare professional reported additional reason for removal as "enlarged lymph node". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; deformation, wear abrasion, weight within specification. After autoclave cycle was identified: voids between shell and gel. Based on the device analysis the final assessment no issues found related with the manufacturing process. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.